Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During the placement of a PICC line, after they thread the catheter over the wire, they were unable to pull the wire back and when they pulled the wire back it was sheared off. The patient was ok.